Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to stress marks on the lens that were causing a blurred spot in the patient's vision. Per the surgeon's operative notes, "it appeared to have occurred due to folding such a thick lens". Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the initial reporter that the symptoms resolved following the iol exchange.